Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The distributor alleged that the keypad was unresponsive after removing and reinserting the battery to clear a call service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Additional information: on (B)(6) 2014, the reporter alleged that there was moisture behind the display. This allegation is being reported in addition to the keypad issue reported on the initial report. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/01/2014 with the following findings: moisture corrosion was observed on the display screen inside the pump. The keypad was found to be fully intact; no damage was observed. The complaint that the keypad was unresponsive was not able to be duplicated during testing. All keypad buttons responded appropriately to button presses. The keypad cover was removed and no contamination or damage was found to any button contacts. A leak test was performed and a display lens leak was found. The pump case was removed and moisture corrosion was found on the printed circuit board at the force sensor. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked from the grip pad to the case seal. Also unrelated to the complaint, evaluation revealed that the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).